Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The co2 bypass assembly was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported elevated co2 readings. There was no report of patient involvement.